Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a missing grommet, a missing set screw, and that the set screw was found in the connector bore. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when attempting to connect the leads to the implantable cardioverter defibrillator (ICD), the neither set screw engaged properly with the screwdriver. It was also noted that there was no clicking sound heard when turning the set screw. They were both backed out and completely removed from the ICD. A new ICD was implanted as a result. No patient complications have been reported as a result of this event.